Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was exhibiting incorrect interval deflections on the electrocardiogram which made it difficult to determine if the device was capturing. The device remains in use. No patient complications have been reported as a result of this event.